Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome typ e I. It was reported that the ins was not working. They patient stated then went for a bit where they could tolerate the pain but when they needed it, it would not work. They stated their neck and shoulder had been giving them grief. It was giving them migraines because the pain was so bad. They stated they were unsure of the last time they charged the ins because of memory issues from an unrelated event. The patient tried to connect with the ins recharger (insr) but unable to do so and saw the poor communication screen. The patient stated this had been going on for a few months. A manufacturer representative (rep) was contacted on behalf of the patient. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has an appointment with their doctor for possible removal of her system. No further information was reported.

Manufacturer narrative:
Product ID 3778-60 lot# serial# unknown implanted: (B)(6) 2011 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: unknown, ubd: unknown, UDI#: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the rep had met with the patient to do a physician mode recharge (pmr) on thursday. The battery began charging after 60 min and the rep was able to reset her battery. Therep also reprogrammed the patient, and was not able to get coverage as high in her neck as before. An impedance check found that only electrode 1, 3, and 6 were functioning on the left lead. The rep was able to program around it for better coverage. The rep will be following up with the patient in the coming week. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is scheduled for a full system replacement, but the date is still to be determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the patient has a follow up appointment to discuss possible replacement, and replacement is expected. No further information was reported.